Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the battery compartment was cracked, and the top of the battery cap was worn. There was no indication that the product caused or contributed to an adverse event, and the reported issue was not resolved with troubleshooting. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge cap/compartment.

Manufacturer narrative:
Device evaluation: the pump was returned and evaluated by product analysis on 06/30/2016 with the following findings: during a visual inspection of the pump, the battery compartment was observed to be cracked in two places, and the battery cap was confirmed to be damaged. The complaint was duplicated.